Event description:
The facility reported an underinfusion during biomed testing. Although baxter attempted to obtain info, details were not available regarding add'l contact info or pump programming. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.